Manufacturer narrative:
A philips field service engineer (fse) went onsite and replaced the speaker. The cause of the reported problem was a defective control panel speaker. The reported problem was confirmed. Test operation was performed and it checked ok. The control unit ready for clinical use. (B)(6).

Event description:
The customer reported the alarm volume is not working, alarms cannot be heard from the control panel speaker. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.